Event description:
It was reported that a minicap extend life pd transfer set with twist clamp leaked. This occurred during automated peritoneal dialysis (apd) therapy, while the twist clamp was closed and after the minicap was removed. A nurse then replaced the transfer set. The reporter provided the following background information: the patient had been performing peritoneal dialysis therapy since (B)(6) 2013 and had been using the transfer set for one month, 5 months before it was to be replaced. Cleaning solutions were not used with the device, there was no history of difficulty in opening or closing the twist clamp, and caregivers had assisted the patient in opening or closing the twist clamp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be unavailable for evaluation. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A companion transfer set was returned unused, and it was analyzed. A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional testing were all performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.